Event description:
It was reported that the external pulse generator booted to a self-test failure error intermittently. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator booted to a self-test failure error intermittently. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator intermittently booted to an error. The generator passed visual, electrical and mechanical inspection with no anomalies observed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.